Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging experience a bad cough. The patient did receive medical intervention in the form of steroids and inhalers. The patient reported using an ozone based disinfection device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer anddust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed the device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes evidence of sound abatement foam degradation found within the device throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A black tar-like substance was located on the inside surface of the blower and on the blower blades. Pil can confirm the presence of contamination in the airpath. Section d8, d9 and h3, h6 updated/corrected in this report. Section h6 health effect- clinical code was corrected. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a bad cough. The patient did receive medical intervention in the form of steroids and inhalers. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.